Event description:
Upon replacing f1, f2, and f3 20-amp fuses on the cathode power module, smoke and flames occurred in the unit. The flames extinguished before a fire extinguisher was needed. Nobody was hurt or injured. No pt involvement.

Manufacturer narrative:
(B)(4).